Event description:
It was reported in an abstract that a total of 28 patients underwent balloon kyphoplasty procedures (bkp) to treat osteoporotic vertebral fractures with intervertebral clefts. Fractures were observed at levels t11 (n=2), t12 (n=10), l1 (n=9), l2 (n=5), and l3 (n=2). It was reported that 4 patients had "intervertebral disk leakage of bone cement". Pmma cement was used in all patients undergoing bkp. No further information was reported.

Manufacturer narrative:
Literature citation: yutaka kouno, hougaku gen, yoshio sakuma, yasuyuki kojika, go hayasaka, kei miyagawa. "Risk factors of adjacent vertebral fracture after balloon kyphoplasty in osteoporotic vertebral fracture". 3-5-f72-3. Mean age: 78 years. 8 males, 20 females. Date(s) of events are unknown. (B)(6). (B)(4). Location : hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.